Manufacturer narrative:
The ilet device was returned for evaluation. The device was dropped causing the display to separate from the main unit during this separation the ribbon connectors also broke off the main board that connected the display to the main board. User stated they dropped the device which caused the separation. The lcd layer of the screen also seems to be affected by this droppage. The ilet logs were reviewed by beta bionics failure investigation department. A record of a touchscreen communication issue was found in the engineering logs on (B)(6)2024 at 6:45pm which match the patient claim that their ilet screen had broken off. The ilet was otherwise behaving as intended and can be seen reacting appropriately to cgm glucose values until running out of insulin. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hyperglycemia on the reported event date. Based on case notes and device data, this hyperglycemic event was likely caused by failure to follow their ketone action plan as outlined in labeling in training and not resorting to an alternative therapy method immediately after the reported ilet screen broke off. Device data shows that the touchscreen communication issue occurred at 6:45pm on (B)(6)2024 and the ilet continued to deliver insulin until it ran out of drug about 8 hours later at 2:28am on (B)(6)2024 at which point the cgm value began to rise. The patient called customer care from the ER more than 12 hours later. It is unclear how the user was dosing with back up therapy, whether they were checking for ketones, or using their bg meter to monitor their bgs in absence of cgm values in the hours leading up to the ER visit. While it was reported that they manually injected about 30 units throughout the day, based on their total daily dose of 102 units this likely was not sufficient to stave off marked hyperglycemia in absence of the ilet. Device audio settings were noted to be off which likely contributed to the severity of this event. The user returned their ilet for investigation and received an overnight replacement device.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. A record of a touchscreen communication issue was found in the engineering logs which match the patient claim that their ilet screen had broken off. Device data confirmed hyperglycemia on the reported event date. The ilet was otherwise behaving as intended and can be seen reacting appropriately to cgm glucose values until running out of insulin. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the ilet's touchscreen being broken that prevented the user from refilling their insulin cartridge. The user's failure to appropriately resort to a backup therapy method contributed to the severity of this event.

Event description:
On 10/19/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in a visit to the ER. The event occurred on 10/19/24. The user reported that they dropped their ilet device on (B)(6)2024, causing the touchscreen to break and become unresponsive. Without a functional device, the user's blood glucose levels began to rise rapidly, reaching a peak of 305 mg/dl, despite manually injecting approximately 30 units of insulin throughout the day. Experiencing nausea and vomiting, the user was driven to the ER by a friend to avoid potential diabetic ketoacidosis (dka). In the ER, the user was treated with zofran for nausea, and blood tests were conducted to confirm their stability.